Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for elecsys hcg+ss (hcg+ss) on a cobas 8000 e 602 module. Patient 1 initial result was 1.77 uiu/ml. The repeat was 385 uiu/ml. Patient 2 initial result was 1.75 uiu/ml. The repeat was 79.97 uiu/ml. Patient 3 initial result was 1.90 uiu/ml. The repeat was 19482 uiu/ml. All of the results were from a 1:5 dilution. The questionable low results were reported outside of the laboratory. The hcg+ss reagent lot number was 516539 with an expiration date of 30-apr-2022.

Manufacturer narrative:
Na.

Manufacturer narrative:
No issues were identified during a review of the alarm trace data. No pre-analytical handling issues were identified. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.